Event description:
A facility reported a certas valve was implanted via unknown shunt on (B)(6), 2018 with unknown setting. The set pressure was unintentionally changed each time an MRI was performed. It is unknown if a correct setting was achieved. The valve remains implanted.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was not returned for evaluation (remains implanted) therefore, an evaluation of the device could not be performed. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.